Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch and to relay corrected information. Concomitant product(s): vanguard cr tibial bearing, catalog 183440, lot 084220; vanguard cr right femoral 67.5mm, catalog 183010, lot 131010; biomet patella, catalog 11-150842, lot 419180. Product was not returned so no product evaluation could be conducted. This device is used for treatment the complaint components were reviewed for compatibility with no issues noted no medical records received root cause could not be determined with information available

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 15 states, ¿interoperative or postoperative bone fracture and/or postoperative pain.¿ biomet patella catalog 11-150842 lot 419180. This report is number 3 of 3 mdrs filed for the same event (reference 1825034-2016-05055 / 05057).

Event description:
Patient underwent a right knee revision procedure due to pain approximately 12 years post implantation. The tibial and femoral components were removed and replaced.